Manufacturer narrative:
(B)(4). Batch #: u95p7p. Additional information was requested and the following was obtained: what is the severity of the burn or injury? Mark on the renal artery. Are there any anticipated long-term effects from the burn or injury? No. What medical intervention was used to treat the burn or injury? (Such as salve or stitches) none. Are there any anticipated long-term effects from the burn or injury? No. What is the current condition of the patient? This was a transplant case, both the donor and recipient are fine did the patient need to have a blood transfusion? No. Was there any bleeding due to this issue? No. Investigation summary, the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. The device was returned with the blade tip damaged, however, the blade was not cracked. The device was connected to a gen11. The device was functional and worked as intended. During functional testing, the device was activated for about 1 minute with no abnormal heat observed. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. The device was disassembled to inspect the internal components and no heat damage associated with the reported issue was found. The harmonic device produces heat in order to cut and coagulate tissue. Activating the blade against the pad without tissue present is the main factor in increased or elevated device temperature. Blood and tissue buildup between the blade and shaft may result in abnormally high temperatures at the distal end of the shaft. To prevent burn injury, remove any visible tissue buildup at the distal end of the shaft. During and following activation on tissue, the instrument blade, clamp arm, and distal 7 cm of the shaft may be hot. Avoid unintended contact with tissue, drapes, surgical gowns, at all times. Additional "warnings" are in the IFU to guide users on minimizing device temperatures and avoiding patient or user injuries. It should be noted that product failure is multifactorial. If the device is activated across a clip, staple line or other metal in the jaws, it is possible that the generator will display an alert screen, and after receiving two consecutive alerts screens a "replace instrument" alert screen will be displayed by the generator. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as "remove instrument from patient" or ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a donor nephrectomy procedure the surgeon stated that the device seemed to be running hot. Device left a mark on the renal artery. Another like device was used to complete the procedure. There were no adverse consequences for the patient.